Manufacturer narrative:
The customer's report was observed under test and was due to incorrectly upgrading software into this unit by the end user. Based on the log review, it also confirmed the reported issue by showing one instance of error 650 - system completed a software upgrade is occurred, which caused error 34n007 - one of the non-selected language directories is corrupted to be appeared. New software was loaded to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.